Manufacturer narrative:
Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg pocket site leaked/drained clear fluid for 5 weeks after the implant. The patient also stated the physician treated the wound. Follow-up information revealed the wound has healed and the issue is now resolved.